Event description:
On (B)(6) 2012, the lay user/patient's daughter contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter was not powering on. On (B)(6) 2013, the medical surveillance specialist (mss) spoke with the reporter to obtain and verify information. The reporter claimed the alleged issue first began approximately 4 months ago. The patient reportedly manages his diabetes with 40u novolog 3x per day and 20u of lantus 2x per day and continued with his usual diabetes management routine in response to the alleged issue. She claimed that approximately 2-3 weeks prior to contacting lfs, the patient was experiencing symptoms of "dizziness and sweating" at an unknown time. They drove him to the ER and when they arrived; his blood glucose was tested with an unknown hcp meter. She reported that the result obtained was very low, but could not provide a specific blood glucose value. She stated, the patient was treated with IV glucose and was kept for approximately 3 days for observation. The reporter stated that since the alleged issue occurred with the meter, they had been taking the patient to a local clinic for blood glucose monitoring. At the time of troubleshooting, the cca noted that the subject device was not brand new. The battery did not need to be replaced based on the age of the battery. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because, the reporter claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia that required treatment from an hcp after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 (02/27/2013)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2013 and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter was found to have pcb contamination and low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.